Manufacturer narrative:
Supplemental MDR is being submitted for the correction of the physician and the gender of the patient.

Manufacturer narrative:
The valve was not returned to edwards lifesciences, as it remains implanted in the patient. Additional information provided indicated that the valve embolized approximately 30 seconds after it was deployed. The patient¿s annulus had a valve area of 374cm² and was moderately calcified. Per the instructions for use (IFU), valve malposition and valve embolization requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, per report, the valve malposition and subsequent embolization was caused by patient factors (moderate annular calcification, small lv cavity, large septal bulge, vertical annulus, tortuous aorta). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the 23mm sapien 3 valve was deployed in a too aortic position and embolized into the ascending aorta. The valve was anchored in the arch by a 26mm sapien 3 valve and a new 23mm sapien 3 valve was deployed in the aortic annulus. Initially, the case was reported to be difficult as the patient had a small lv cavity, a large septal bulge, a vertical annulus and a tortuous aorta. The initial valve deployment was too aortic and the valve embolized into the ascending aorta. The valve was able to be "trapped " in the delivery system balloon and pulled into the aortic arch, distal to the great vessels. Due to a small arch diameter, the physician was unable to bring the valve into the descending aorta and opted to implant the valve in the arch. A new delivery system and 23mm sapien 3 valve were prepped and the second valve was deployed in the optimal aortic position. The delivery system was removed without issue. However, during removal of the guidewire the valve that had been anchored in the arch became unstable and flipped into a retrograde position. The operator quickly recrossed with a pigtail catheter and guidewire and a third delivery system with 26mm sapien 3 valve was deployed inside the original valve in correct orientation. The patient remained in stable condition throughout the procedure. The patient was ultimately discharged home in stable condition. It is perceived that the first valve embolized due to patient anatomical features.